Event description:
During service by baxter, the infusion pump was found to contain a malfunction of intermittent channel c pump head module keypad. 'Channel select' and 'stop' keys. This event occurred during product evaluation. This is involving a pump with software (B) (4) which is categorized as an unremediated pump. No additional information was available.

Manufacturer narrative:
During product evaluation a baxter technician found a colleague pump malfunction of intermittent channel c pump head module keypad "channel select" and "stop" keys. The pump head module keypad was replaced to fix the reported problem and the pump was returned to the customer fully operational. This issue is being investigated under CAPA# (B) (4). (B) (4)